Event description:
It was reported that during an unknown procedure, the instrument is struck up and could not continue with it. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. It is unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information received: was the staple line complete? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Unk. Was the cut line complete? Yes. Does stuck mean that the device would not fire (no staples deployed or cut line started)? Yes, the cut line started. Did the device start to deploy staples and cut but could not be completed (partial fire)? The device deployed staples and cut, but the staples doesn¿t sealed properly. Please explain what is meant by, the instrument is struck up and could not continue with it. This is not clear. During the procedure the instrument gets stuck, because of this the ntlc75 was changed by a new one. What type of procedure was the device used in? Intestinal obstruction. Will the device be returned? No ( discarded).